Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced decreased motor function during the implant procedure. The physician decided to abort the case and plans to refer the patient for a surgical lead implant due to stenosis. The patient is recovering.